Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(6).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the up arrow button was not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. The insulin pump had minor scratches on the lcd window, cracked case at the reservoir tube window corners and cracked battery tube threads.